Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a uti which started 2 weeks prior to the call. The patient took antibiotics for the uti and has not had any other uti symptoms except for urinary frequency. The patient noted that they had been urinating more and had wet the bed two nights in a row and the patient wanted to know how to make it stop. Additionally the patient reported that their kidneys are "still acting for example when she gets up the start acting." At the time of the call the patient did not feel stimulation and therapy was confirmed to be turned on. The patient stated that they tried turning stimulation up and down prior to the call and at the time of the call the patient was at 4.5. After increasing to 6.0 the patient could feel slight stimulation, and stated that their healthcare provider (hcp) had not discussed changing programs with the patient. According to the patient they sometimes feel "pulling" when they turn stimulation up, so the patient decreases stimulation. The patient was advised that they can try stimulation at 6.0 to see if their symptoms improve and follow-up with their hcp if their symptoms did not improve. The increase in urinary frequency was reported to have been sudden in nature. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.